Manufacturer narrative:
(B)(4). Evaluation results and conclusion: (unknown cause of stent graft tear, device was discarded).

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm several years ago. Aneurysm and vessel morphology from the time of implant were not reported. It was reported that the patient was brought in emergently and was symptomatic necessitating an open surgical repair and explant of the stent graft. The explanted stent graft was found to have a tear; however, it was discarded by the user facility. No further intervention was performed and the patient was fine.